Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer (fse) remoted in and worked with the customer to release the cubie pocket and resolved the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.